Event description:
It was reported that the patient had the device explanted and recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were coupling and communication issues with the device and recharger. The manufacture'¿s representative could not get the device to charge. An overdischarge was suspected. A replacement recharger was sent to the patient. The last time any stimulation was felt was 9 days prior to report. The last successful recharging session was also 9 days prior. The patient was charging every day that week but was only able to get 4 coupling bars and the battery never went higher than 30%. It was reported that the implantable neurostimulator (ins) had never been fully charged ever, and it had only charged up to 70% since implant. At the time there was no battery for patient to use therapy. The patient was implanted to help prevent falls due to her legs getting weak. It was stated that the patient wasn't falling like she used to before the implant, and that the stimulation had helped the patient from falling. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial (B)(4), found reduced capacity of battery due to overdischarge. No significant anomalies were found. Analysis of the wrench found no anomalies.